Manufacturer narrative:
The reagent lot number is 70617701 and the expiration date is 30-apr-2024. The field service engineer (fse) replaced and readjusted the gear pump head. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for 3 patient samples on a cobas 6000 c501 module. Patient 1 had an initial phos2 result of 129.1 mg/l. The repeat result was 32.3 mg/l. Patient 2 had an initial phos2 result of 127.7 mg/l. The repeat result was 27.0 mg/l. Patient 3 had an initial phos2 result of 127.3 mg/l. The repeat result was 28.2 mg/l. No questionable results were reported outside of the laboratory.